Event description:
Customer reported a malfunction alarm with no notable events preceding it. Customer's blood glucose was affected, reaching levels in the 470s mg/dl, and they managed it with a correction injection via mdi. Customer did not need third-party assistance. Technical support provided information to reset the pump, which successfully resolved the malfunction code, allowing the customer to continue using the device. Caller was advised to contact support again if the issue recurs.